Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a leaking cartridge. During review of the supply change process, the patient stated that all components were being connected outside of the ilet. It was explained that this method could cause cartridge leakage, and the patient acknowledged understanding and stated they would perform the supply change correctly going forward. Replacement supplies were arranged, and the lot number was not available. The patient reported that blood glucose levels were affected, with a highest reported value of 310 mg/dl and elevated levels lasting approximately two hours. No alerts for sustained blood glucose levels above 300 mg/dl were reported. No backup therapy, ketone testing, steroid use, professional medical intervention, or immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.